Manufacturer narrative:
It was reported that a female patient underwent a premature ventricular contraction (pvc) atrial fibrillation (afib) ablation procedure with a soundstar® eco diagnostic ultrasound catheter and the patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that during a pvc ablation case, pericardial effusion was noticed. The caller reported there were no visible signs on the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The caller reported that the medical intervention provided was a pericardiocentesis and 150ml of fluid was removed. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number g4096973 identified no internal actions related to the reported complaint condition. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. Based on the completed mre, the h4. Device manufacture date has been populated with 11/1/2022. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a female patient underwent a premature ventricular contraction (pvc) atrial fibrillation (afib) ablation procedure with a soundstar® eco diagnostic ultrasound catheter and the patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that during a pvc ablation case, pericardial effusion was noticed. The caller reported there were no visible signs on the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The caller reported that the medical intervention provided was a pericardiocentesis and 150ml of fluid was removed. Additional information was received indicating this adverse event was discovered during use of biosense webster products, during the mapping phase. No ablation was performed, as such, there was no steam pop. The physicians opinion is that he perforated with ice catheter. There was no malfunction of equipment. The patient¿s outcome from the adverse event is that it was improved. It is uncertain if the patient required extended hospitalization because of the adverse event, the patient was transferred to intensive care unit (ICU) for observation. A smartablate generator was used during this case with the correct catheter settings selected. The flow setting for the pump were set per instructions for use (IFU), however, ablation has not been started. At a transseptal puncture was performed with a brk needle. No error messages were noted. Dashboard, vector, and visitag force visualization features were used. Parameters for stability used with visitiag were range 2.5, time 3sec, force over time (fot) 25%, however, ablation had not started. No additional filter was used with the visitag. Fti was the color option but no was ablation performed. Ablation catheter was inside body, but no ablation had been performed, only the soundstar® eco diagnostic ultrasound catheter has been used. The event will be reported against the the cardiac tamponade will be reported against the soundstar® eco diagnostic ultrasound catheter due to the ¿physicians opinion is that he perforated with ice, and no malfunction of equipment."